Manufacturer narrative:
Exact date unknown, event occurred in 2023. D6b: explant date: procedure happened 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5017778/5017809 UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation, it was noted that the stimulator was providing undesired sensation and overstimulation. The patient underwent spinal cord stimulator (scs) explant procedure. No further information has been obtained.